Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B) (6) 2010, at 11:00pm. The patient informed the cca that he was not taking any medications to manage his diabetes at the time the alleged issue started. Approximately 3 1/2 hours after the start of the alleged issue, the patient reported that he began "convulsing" and sweating profusely. The patient claimed he drank orange juice sometime between 2:30-3:00am. At 3:30am, the patient stated his blood glucose was "32 mg/dl" when tested with an ems meter and reported being treated with IV glucose by ems personnel. At the time of troubleshooting, the cca noted that the subject meter would not power on manually or when a test strip was inserted. The patient was unable to confirm when he had last replaced the meter's battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by a hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.